Event description:
The event is reported as: complaint alleges: stapler did not release the staple during use. No pt injury reported.

Manufacturer narrative:
Unk if sample is available for investigation.